Event description:
The reporter stated the surgeon was inserting a three piece silicone lens, model number aq2010v and the trailing haptic tore. Lens was removed with no patient injury.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product found a torn haptic. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.